Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. No vibration anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into the toilet. Customer reported that a plumber retrieved insulin pump 18 hours later. Customer reported that as a result, insulin pump was vibrating. Customer reported that insulin pump seemed to still work, but no longer wanted to use insulin pump due to where it fell. Customer reported that there was fluid under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.